Manufacturer narrative:
A specific root cause could not be identified. Calibration data indicated a low calibration signal. Quality control results were within customer specific ranges for both controls. Assay performance checks performed on the analyzer were within specification and did not indicate a root cause. It was noted the customer was not following the tube manufacturer's recommendation for sample centrifugation. This was a possible cause for the event. No adverse events reported.

Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for two patient samples. Patient sample 1 initial result was 39.76 miu/ml with a data flag and was reported outside the laboratory. On (B)(6) 2011, the doctor called to question the result. The sample was repeated and the result was >10000 miu/ml. The sample was diluted and retested with a result of 23829 miu/ml. The sample was repeated on (B)(6) 2011 with a result >10,000 miu/ml. On (B)(6) 2011, patient sample 2 initial result was 2105 miu/ml. Because the laboratory was running everything in duplicate, the sample was repeated in a cup and the result was 5 miu/ml. The laboratory ran the sample again in the original tube with a result of 2290 miu/ml and in the cup with a result of 2270 miu/ml. The erroneous result of 5 miu/ml was not reported; the original result was deemed to be the correct result. The patients were not adversely affected. The hcg+ss reagent lot number was 16250103 with an expiration date of 07/31/2012. The field service representative was unable to duplicate the issue. He checked the adjustments and voltages and found everything in adjustment. To verify the analyzer operation, he ran performance testing with results within specifications.